Manufacturer narrative:
Follow-up 06/21/2016: customer reported that 3 hours after changing their infusion site, their bg levels returned to around target (119 mg/dl). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 465 (mg/dl) over the past 3-4 days. Reportedly, customer believed that the pump was not delivering insulin and took insulin injections with a pen to address bg levels. System check with tandem technical support on 06/20/2016 indicated pump was performing as intended. Recommendation was made to change infusion site.